Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pocket revision performed on (B)(6) 2021, at the clinic due to severe pain over the pocket. It was noted the patient had been experiencing the pain after an epicardial lead placement on (B)(6) 2021. The patient was in stable condition with no infection noted.